Event description:
The customer reported that during use of this pump in an arthroscopic procedure to remove hardware in the patient's right knee, the pump acted erratically resulting in an extravasation of the patient's right calf. The swelling was excessive and the surgeon performed an immediate fasciotomy to the right calf of the patient's leg. The surgical procedure was completed, and the patient was released from the hospital.

Manufacturer narrative:
Investigation findings: conmed linvatec received the pump for evaluation and was unable to duplicate the reported problem. During extensive testing of this pump, it performed to manufacturer specifications. The tubing set used during this event was returned for evaluation; however, the end of the tubing was cut off and testing could not be performed. The surgeon reported that he suspected the patient's capsule was probably compromised/weak due to previous surgery and he did not feel it was the pump or tubing set that malfunctioned, but an anatomical anomaly from the previous surgery.